Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified the failure mode to be the sample probe holder, the sample probe tubing and the wash valve. Fse replaced the sample probe holder, the sample probe tubing and the wash valve and re-aligned the sample probe to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) with an error flag "l" on their dxc 700 au clinical chemistry analyzer. The "l" flag indicates by the system that the result is lower than reference range. The erroneous patient results were reported out of the laboratory. When the patient results were known to be incorrect, the customer repeated the patient samples and amended the results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for two patient samples.